Event description:
Following an atrial fibrillation ablation procedure, the patient had a red mark where the grounding pad was placed. A megadyne 0850c grounding patch was used for the procedure. There were no performance issues with the generator and the values appeared to be within the normal range. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).